Manufacturer narrative:
Other applicable components are: product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the hcp went in to do an implantable neurostimulator (ins) replacement due to normal battery depletion and found one of the leads had migrated on (B)(6) 2016. Impedances were greater than 4000 ohms on pair 2, 3. The out of range electrodes were being used in programming and caused therapy problems. The hcp ended up replacing the ins and leads and impedances were all normal and the issue was resolved once this was complete. No symptoms were reported. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.